Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced pericardial effusion. The right atrial (ra) lead and right ventricular (rv) lead were repositioned and remain in use. No further patient complications have been reported as a result of this event.